Event description:
Received information stating that customer received an alarm that stopped all insulin delivery. The contact was not sure what alarm had occurred on the pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted. The t slim user guide indicates the pump is to be used with individuals 12 years of age and greater, patient is (B)(6).